Event description:
It was reported that the right ventricular lead had low impedance for over 2 years and also had high capture threshold. It was later reported that the right ventricular lead had a possible insulation break. The lead was capped and replaced. It was also reported that the right atrial lead had low impedance. The lead remains in use. It was later reported that the device indicated elective replacement (eri) early due to high output on the right ventricular port. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed. Analysis of the device revealed normal battery depletion.